Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. The fiber bundle was streaked with blood residue. Gross visual examination identified a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, situated between the screw flange and the housing threads at the non-cavity ID end. The debris was located at approximately 150 degrees with the dialysate ports situated at 0 degrees. The dialyzer was subjected to a laboratory external leak test; a leak was observed originating from beneath the non-cavity ID end screw flange at approximately 4.5psi. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle confirmed the pe/pu silver identified during visual inspection. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned dialyzer observed debris lodged between the screw flange and the housing threads at the non-cavity ID end. Additionally, the dialyzer was subjected to a laboratory external leak test, which confirmed the presence of a leak. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred approximately 1 hour after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an external dialyzer leak. The machine did not alarm as it is not intended to do so. Blood was visually observed leaking externally out of the header end cap of the dialyzer. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. The patient's estimated blood loss (ebl) was reported as being approximately 10cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device is available to be returned to the manufacturer for evaluation.